Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test due to protruded and loose drive support disk. The insulin pump had missing end cap sticker. Cracked case on display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 133 mg/dl, which she treated with manual injection. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.